Event description:
Information received indicates that after three hours service life, reduced oxygen gas transfer was noted. The device was changed-out during the case with no consequence reported for the patient.

Manufacturer narrative:
Analysis: the product has recently been returned to manufacturing for analysis; device evaluation anticipated, but not yet begun. A supplemental MDR follow-up report will be submitted to FDA with results of product testing and additional device-specific information, if it becomes available. Conclusion: no patient event. No conclusion can be drawn for the reported product problem.